Manufacturer narrative:
(B)(4). Concomitant devices ¿ vanguard cruciate retaining tibial bearing 12x71/75 catalog #: 183442 lot #: ni, biomet cc I-beam tibial tray 71 mm catalog #: 141223 lot #: ni, unknown biomet arcom 3-peg patella catalog #: ni lot #: ni. It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the location of the devices is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07637, 0001825034-2018-07640, 0001825034-2018-07641.

Event description:
It was reported that the patient underwent a two-stage left knee arthroplasty revision approximately three (3) months following knee arthroplasty to treat infection. The permanent prostheses were implanted approximately four (4) months later. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.